Event description:
An optometrist reported that approximately three weeks following bilateral photo refractive keratectomy (prk), a pt presented with dryness and photophobia indoors and outdoors, in both eyes. Since the dryness was not improving with artificial tears, the pt was started on a new medication. The pt reported feeling much better, but still had some light sensitivity and blurred vision due to the dryness. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).